Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer stated that this occurred after a set change during priming. Customer performed an additional set change and was able to get insulin to exit the tubing with no alarm. Blood glucose level at the time of the incident was not provided. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted. The insulin pump was received with a cracked case at the display window corners, a broken belt clip slot, minor scratches on the display window and a missing end cap sticker.